Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Boston scientific technical services (ts) reviewed last transmission and noted that power consumption is stable and stated that 5 months of battery life remaining is accurate. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.